Event description:
Device 1 of 4, reference MFR. Report#: 3006705815-2019-01288; reference MFR. Report#: 1627487-2019-04841; reference MFR. Report#: 1627487-2019-04842.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 4: reference MFR. Report#: 3006705815-2019-01288, reference MFR. Report#: 1627487-2019-04841, reference MFR. Report#: 1627487-2019-04842. It was reported the patient had an infection at the lead site. As such, the patient underwent surgical intervention wherein the entire system was removed. The patient was treated with antibiotics. The issue is resolved.